Manufacturer narrative:
Replacement tubing, valves, and membranes were sent to the customer. In follow up with the customer on (B)(4) 2012, the customer reported a midwife diagnosed her clogged duct, and recommended massage and a natural, over-the-counter medication to help treat the clogged duct. Customer mentioned that she was already on medication for thrush but "that is not related." Customer was pumping from the very beginning and quite frequently. Customer confirmed that the new pieces helped to resolve her clogged ducts issue. Though repeated attempts were made to contact the customer for clinical follow up, they were unsuccessful. While it has not been confirmed, based on the customer's indication that she has been using the pump "from the very beginning," it is likely the pump was in use at the time she was diagnosed with thrush. However, it cannot be definitively concluded that the pump this customer used caused or contributed to the thrush. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed. We will monitor complaints for similar issues.

Event description:
The customer reported to customer service that she was having to lean forward while pump to help release the milk, as suggested by a lactation consultant due to a clogged duct.